Event description:
R-head recon head was revised in a pt after a fall.

Manufacturer narrative:
Review of surgery report states that head had been worn for 4 years and that the head displaces then the pt fell. Evaluation of explanted head showed wear and marks from being disassociated from stem. Also showed marks of impaction possibly from fall.